Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). On 9/7/2004, the vad coord contacted the MFR stating , the pt's vad was running at 120 bpm and the pt was starting to have increased chf symptoms. Waveforms were taken at that time, and the results showed a possible inflow/ai problem. The pt also had an echo, and it confirmed that pt had inflow regurgitation. Four days earlier, the pt was taken to or for a pump replacement. While in or, it was reported by the vad coord, that when the pump was being exchanged, a hematoma had formed over the inflow valve cage. The pump and inflow valve were exchanged and returned to the MFR for analysis. The pt remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The MFR received the device on 9/8/2004, and it is currently being analyzed. The pt remains on lvad support, while awaiting a heart transplant. No further info is available at this time.